Event description:
Patient (B)(6) - sigmoid colectomy post radiation stricture. The device performed well and worked fine. No abnormalities were noted during the surgery. However, on the 6th day post-op, a staple line leak was confirmed by cat scan. There had to be a reoperation on the (B)(6) in which the anastomosis was taken down and a diverting loop ileostomy was performed. Another eea25 device was used for this surgery as well, with no issues. The patient is doing fine. Because the initial device worked properly and the surgery was initially believed to be free of complications, the device was not saved and cannot be returned. No reinforcement and the hospital cannot locate the lot number.

Manufacturer narrative:
(B)(4)